Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause for phenomenon 1 "adhesive of the fixing screw for the distal end cover is peeled" could not be determined. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient". Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovidescope exhibited insufficient adhesive in the screw holes of the distal end and foreign material on the back side of the tipped forceps tabletop stand. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found that there was no foreign material on the tipped forceps tabletop stand. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.